Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The activated clotting time was 288 seconds prior to deployment of the third closure device. Following deployment of the closure device, a thrombus was noted on the face of the closure device near the threaded insert and core wire. The delivery system was aspirated, and the sheath was walked up to the face of the closure device. The thrombus could not successfully be removed from the body. The closure device was recaptured along with the thrombus, and the procedure was aborted. The patient was extubated and discharged the following day in stable condition. The patient was on eliquis medication at the time of the event and is to continue oral anticoagulant treatment until another future laa closure procedure attempt.